Event description:
To whom and all in connection with approval of the charite artificial disc at the food and drug administration, (FDA). I am a man, the time of the disc implant, 2005, married and with 2 children, who is now trying to live with two charite artificial discs in my lower back, along with a fusion as a direct result of the failure of these 2 charite discs. I would like to have these artificial discs removed from the testing of people. It is destroying not only our lives but also our families and everyone around us. The following is my brief story of what has happened to me and what I have been through. I am having a hard time writing down everything because I am still in pain and taking pain medication to help me deal with it and there is so much to tell. I am going to start with what happened to me after waking up from the disc implant surgery. If my story is unclear, I can be reached through my attorney for questions. Starting from the implant surgery: after waking up, after these discs were put into me from surgery, I experienced excruciating pain from the surgery. I instantly knew there was something wrong, I shouldn't hurt this bad, having been through surgery before. I hurt before the operation, but nothing like this. I remember I laid in the hosp bed after this operation and would try to get up to walk but barely move. I managed a couple times. This pain I was having took over and kept me in bed. I was constantly getting pain shots to help me deal with the pain while I lay in the hosp. I do remember having an epidural in my lower spine while I was in the hospital crying because of the horrible pain, while just having a shot of pain medication. While in the hosp, I was kept on strong pain medication, I think a shot every 4 hrs or so. I was sent home after 4 days in the hosp, but still in severe pain. Over the next several months, I was back to the surgeon many times to try to get something done with this bad pain. The dr who performed the implant surgery kept prescribing me light pain medications in comparison to the pain I was in. He ordered another 6, in total, spinal epidural injections, which I had performed in my hometown. These didn't help with my pain and the dr wouldn't do anything else about the pain. Most of my communications were visits to his office, phone call to his office, as his office was over 100 miles away and e-mails. (I have kept all my e-mails from back and forth with the dr and his staff.) Not knowing if my condition was normal or not, I pushed myself to walk as much as I could. I would take pain medication, wait for it to start working and then start walking. I believe by pushing myself, I could work this thing out of me. It seems as though I was wrong. I was damaging my back and nerves more, but no one told me not to walk, including the surgeon who put them in. Since this is a new procedure to most drs and the dr who put these discs in me was avoiding seeing me, let alone going to do something to me to help rid this excruciating pain, I was now forced to seek a different dr to help me to try to correct this suicidal pain I was having, as a direct result of the failed charite discs implants, or die. I had never had this extreme pain before this in my life. The dr who put these discs in me, was one selected to do the initial 5 -yr FDA trial survey out of hosp. After researching about these new devices and nothing was said anywhere about any failures or problems. I thought whom better to go to than him. He said I would be a new man, 99% of normal. He was now avoiding seeing me. I had to see his colleagues the last 3 or so visits because he was unavailable each time. Since the operation to put into me the 2 charite discs, I knew I had to have another surgery to try to find what the problem was, why I hurt so, so bad, and to do something about this problem. I ended up having another surgery. What was found was fractured facet at l5-s1 and instability at the upper level l4-l5. The dr also opened up 4 of my nerve canals, and excised the painful facet joints, and did fusing of the vertebras connected to these 2 charite discs using, screws, rods and bmp. We felt it was too life threatening to remove the artificial discs the way they were put in so we decided to leave them in. I still have them now. This was done 11 months to the day after the charite discs were put in. My new dr, who did the fusion wasn't even sure what the exact problem was until he did the operation. Whatever he did, managed to get the pain down enough now to a more manageable level. I 'm no longer suicidal. These artificial discs were put in with the direct knowledge from the dr and the MFR that what they were doing was wrong. My understanding is that these discs aren't an item stocked on the shelf; they must be sized and fitted to the individual person, so they have to be ordered and made that way. It is also only approved to put 1 disc in and no more. I got 2 without being told anything that it's not legal. These discs are also put into a person with a representative of the MFR in the operation room. Now, I am still living in bad pain in my lower trunk and am on heavy pain medicines to help me live my day-to-day life. I am not living with the suicidal pain I was experiencing before but I still hurt real bad in my right buttock, both shins and both feet, so you see this had done all but stop my life. I have also lost my job of almost 18 yrs because of this. The only reason I'm still here is because of my family. I almost killed myself because the pain was so bad and I could not live like that. After now reading what this device is doing to people. The failure rate of testing, and I believe it is testing on people who are unaware, is way to high. It might work on some people, but I believe this is just a fluke or coincidence. The people it fails on are the ones who have to deal with its failure; the others I feel are just a matter of time until they fail. I have a hard time believing the FDA would approve such a device like this knowing the way they fail and the public is the one paying the price. The public is who relies and trust the FDA to do the right thing. If it were you and you were going to be tested on, would you agree to it, knowing what the outcome could be? What if they just did it and didn't tell you? That's where I am now. I'm sure there are a lot more than just me with this problem out there who wish they had a say in what gets approved. I also believe many more are to come.